Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service center. The service technician stated that the unit was returned for a routine preventative maintenance and he had already installed the preventative maintenance kit, however, he found no issues with the alarm or performance of the device during his testing.

Manufacturer narrative:
Failure analysis: the suspect power board was returned for failure analysis. The service technician was unable to duplicate the customer's reported issue during testing and evaluation. During an initial bench test and calibration test, the power board was working normally within specification. The unit passed all power check out, all alarm tests with all test settings, full calibration test, and passed a 4 hour duration test with no unusual alarm or error condition. Visual inspection did not reveal any anomalies.

Event description:
It was reported that the patient had passed away. The nurse found the tubing from the ventilator had disconnected from the patient¿s trach without any alarms sounding. CPR was initiated and the patient was taken to the hospital. The patient was seen 5 to 7 minutes prior to the reported incident and was okay at that time.

Manufacturer narrative:
The ventilator has not been returned to the manufacturer for evaluation.